Event description:
The electroblade was being used to remove soft tissue. After a few minutes of resecting and coag activation, a piece of the blue insulation came off the tip of the blade. Additional information received after the complaint was closed, indicated that the piece of blue insulation was not removed from the pt as it was microscopic. This did not result in any pt injury or complications.

Manufacturer narrative:
No product is being returned for evaluation, therefore, no determination could be made for the reported device failure. Additional information was received for this incident and a re-assessment was performed resulting in this medwatch report.